Manufacturer narrative:
The biomed cleaned the CPR limit switch to repair the bed.

Event description:
Info received indicates the head would run up 40 to 6 inches, stop, and then run back down unintentionally.